Event description:
Therapist told dealer that user was reaching forward for something in dining room, and said that left caster bottom left eccentric nut worked itself out, it does not seem broken per dealer. Bolt was backed half way out and the washer and nut was missing when he received the chair. User was taken to hospital and diagnosed with subdural hematoma. (Bump on head) returned last night to the facility. In the hospital notes per therapist, it stated neuro surgery was consulted and no pain in his back, no distracting injuries. CT was neg for injury, he has full range of motion and the cervical collar was cleared. CT of the head showed small subdural hematoma.